Event description:
It was reported that the ilet user experienced recurrent hyperglycemia and hypoglycemia due to maladapted use of meal announcements, specifically frequent selection of less-than-meal sizes that resulted in postprandial hyperglycemia. The user completed a factory reset after being advised to allow glucose to stabilize, and education on correct meal sizing and oral glucose use for lows was provided. Symptoms included episodes of hypoglycemia and hyperglycemia ranging from 30 mg/dl to 753 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to announcing incorrect size meals. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.